Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that due to vaginal pain and infections the patient underwent partial mesh removal on (B)(6) 2011 and removal and vaginal revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to incomplete uterovaginal prolapse and stress urinary incontinence. The patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and inflammation.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 07/28/2017. Patient codes: (B)(4) retention (incomplete bladder emptying), (B)(4) urinary frequency, (B)(4) urinary urgency. It was reported that following insertion the patient experienced incomplete bladder emptying, urinary frequency and urinary urgency. It was reported that the patient underwent removal of trans-obturator tape from the left groin on (B)(4)2015.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic left salpingectomy, lysis of adhesions, excision of vaginal scar tissue, vaginal injection of botox, pudendal block (B)(6) 2013. It was reported that the patient underwent excision of perianal mass on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent exploratory laparoscopy with left ureterolysis, right salpingectomy, lysis of adhesions and cystourethroscopy on (B)(6) 2015 due to chronic and persistent lower and midabdominal pain. (B)(4).